Manufacturer narrative:
Device evaluation: a correlation between the device and the reported infection and sepsis could not be conclusively determined. Infection and sepsis are listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 4 years and 3 months the pump was not explanted; therefore, the pump is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient expired on (B)(6) 2018 due to chronic driveline infection and presumed sepsis. It was reported that there were no device issues. The expiration was reported as related to therapy issue associated with lvad use. The patient expired at (B)(6) hospice.